Event description:
It was reported that a spectrum pump alarmed system error 224 (spi task starved) and stopped infusing during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing could not reproduce the system error 224 however a review of the event history log revealed multiple 'system error 224' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified but inspection of the device found no symptom or potential cause of the issue and the processor board testing passed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing could not reproduce the system error (b)(46) however a review of the event history log revealed multiple 'system error (B)(4) messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified but inspection of the device found no symptom or potential cause of the issue and the processor board testing passed. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) pump alarmed system error (B)(4) (spi task starved) and stopped infusing during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.